Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on 2/23/2026. The elevated bg was addressed by a correction injection via manual insulin therapy. The customer resolved the occlusion issue by changing the infusion set and cartridge and resuming insulin. The customer did not require third-party assistance.